Event description:
Procedure: bowel resection. According to the reporter: product issue involved the 80mm gia blue load. There was difficult with the third staple load: would not fire. Was being used intraluminally on small bowel for side to side anastomosis. Replaced the cartridge with a new one, which fired as normal. Then used a ta60 blue load across the top of newly formed anastomosis and removed excess. During the original case, the ta60 staple line was also bleeding more than normal. Oversewed this with silk suture. Next day post-op, pt was losing blood. Upon re-operating, the blood loss was determined to be 5 units intraluminal from the intraluminal staple line. No vessel pwas present, just mucosa. About 2 cm into the anastomosis. To recreated the anastomosis, an endo gia universal stapler was used with a 60mm reloaded. No issues with newly-formed anastomosis as of this report. Original case was exlap for closed sbo and small bowel resection at prox jejunum for leiomyoma. Reconstruction of anatomosis by way of endo gia universal stapler. There was no bleeding reported.

Manufacturer narrative:
(B)(4).